Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A field service engineer confirmed that the issue has been resolved by the customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer and cubie was not detected on the bus. The user mentioned that the medication was obtained from another station. The user mentioned that due to the malfunction there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.